Event description:
Information received by medtronic indicated that the insulin pump alarmed insulin flow block alarm. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Retainer ring = black. Device case = ngp. Customer returned device for alleged insulin blocked alarm during bolus found on august 20, 2022.device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. [Pump failed displacement test, basic occlusion test, force sensor test, occlusion test, and prime/seating test.] Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms during bolus noted during testing. Device successfully downloaded to thus. Confirmed several pump alarm insulin flow blocked alarm on the event date from 09:23:33.00 to 09:17:08.00 in the pump downloaded history due to dried insulin in the motor slide. The pump was cut open for visual inspection and found dried insulin in the motor slide and moisture damage on electrical board 2 and electrical board 1. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, label damage (peeling). In summary, customers alleged insulin blocked alarm during bolus was not confirmed during testing. Device passed full dry test. Insulin flow blocked alarms during bolus noted in pump history download. Exposed to moisture confirmed on electrical board 1 and 2 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. H6 (type of investigation, investigation findings and investigation conclusions code) code has been corrected and being submitted via this follow up report, which were not completely correct in the first follow up report. The product analysis summary (h10) submitted via first follow up report was not completely correct. Corrected product analysis summary is as follows: pump passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. [Pump failed displacement test, basic occlusion test, force sensor test, occlusion test, and prime/seating test.] Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms during bolus noted during testing. Pump successfully downloaded to thus. Confirmed several pump alarm insulin flow blocked alarm on the event date from 09:23:33.00 to 09:17:08.00 in the pump downloaded history due to dried insulin in the motor slide. The pump was cut open for visual inspection and found dried insulin in the motor slide and moisture damage on pcba 2 and pcba 1. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, label damage (peeling). In summary, customers alleged insulin blocked alarm during bolus was not confirmed during testing. Pump passed full dry test. Insulin flow blocked alarms during bolus noted in pump history download. Exposed to moisture confirmed on pcba 1 and pcba 2.